Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip separation. It was reported the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced and the clip was placed without issue in a2/p2; however, the mean pressure gradient increased from 2mmhg to 8mmhg. The decision was made to remove the clip and replace it with an ntw clip. When retracting the cds, the clip got caught in chordae. Troubleshooting was performed and the clip was freed without causing injury. When retracting the cds through steerable guide catheter (sgc), the clip got stuck on the scg tip. The clip was closed tighter and was able to be removed halfway through the sgc but got stuck again. The curves were released and the handle was rotated; the clip then flew open and detached from the delivery catheter mandrel. The clip was pulled into the right atrium and pushed back into the iliac artery where a cutdown was performed to remove the clip. There was no damage to the sgc soft tip. No clips were implanted, mr remains at 4. A plan of treatment for the patient will be revisited again in six weeks. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning associated with the clip interacting with the chordae appears to be related to user technique/procedural circumstances. However, without the device to analyze, a cause for the reported difficulty removing the clip delivery system (cds) from the sgc (steerable guide cather/clip becoming caught on the sgc soft tip and later getting stuck inside the sgc) could not be determined. It is possible that during removal the clip was not fully closed upon initial attempt to remove the cds from the sgc, or was oriented in such a way that the clip inadvertently became caught on the guide soft tip and later inside the sgc, resulting in the difficult removal; however, this cannot be confirmed. The difficulty removing the cds from the sgc however, resulted in the clip jumping open and detaching from the device (material separation), as attempts to remove the clip from the sgc and closing the clip further (although it was fully closed initially per the additional follow-up from the account) likely caused increased tension on device, and resulted in the clip jumping open and material separation. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.